Manufacturer narrative:
E!: patient city: (B)(6). Patient country: germany.

Event description:
Reference number (B)(4). Event occurred in germany. On 01-aug-2024, it was reported that the patient faced infusion set was leaking at the tubing and patient also reported that the tubing did not come apart. The infusion set was in use for 2 to 3 days. No further information available.